Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the implant's mobility. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.